Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect hbsag results on a patient who tested (B)(6). On (B)(6) 2018 the patient tested architect hbsag (B)(6). The sample was sent to a reference lab for (B)(6) neutralization testing with (B)(6) results. No impact to patient management was reported. The patient has been monitored for (B)(6) since year 2010 due (B)(6) infection and anti-virus treatment. Historical data provided: (B)(6) results in (B)(6) 2017. In year 2010, (B)(6). After starting anti-virus treatment: (B)(6).

Event description:
The hbsag neutralization testing performed at the reference laboratory used the architect hbsag confirmatory assay.

Manufacturer narrative:
This report is being filed on an international product, list 6c36, that has a similar us product distributed in the us, list 4p53. The ticket searches determined that there is no unusual activity for the architect hbsag, and the complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. Complaint search could not be completed for the architect hbsag confirmatory lot as the lot was unknown however review of the complaint trending report for architect hbsag confirmatory assay determined that there is also no non-statistical or adverse trend for the issue for the product. A review of the product quality history for non-conformances, potential non-conformances or deviations of the architect hbsag and architect hbsag confirmatory assys did not identify any issues associated with the customer observation. For the architect hbsag assay the customer field data was used to assess the specificity of the assay. Instrument data analytics reports for architect hbsag were reviewed. Data demonstrated that the median patient result for negative samples for lot 79252fn00 is performing in line with other reagent lots in the field. Investigation testing for the architect hbsag confirmatory lot could not be completed as the lot number is unknown. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.